Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported issue could not be replicated in a testing environment as the clip was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were successfully deployed. The third clip delivery system (cds) was advanced to the mitral valve, and the clip was placed lateral to the first two clips in the a2/p2; however, after turning the actuator knob, the clip would not release from the cds. Troubleshooting was performed for 15 minutes, and after applying significant force, the clip deployed. A fourth clip was deployed to further reduce mr. Four clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.